Manufacturer narrative:
Approximate age of device: 1 year and 6 months. A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 at another implanting center with cause of expiration reported as cerebrovascular accident (cva). The patient had a previously unreported history of acute right middle cerebral artery (mca) ischemic stroke. The patient's last documented international normalized ratio was 6.1 on (B)(6) 2015 from an outside lab. No further information was provided.